Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 5076-52 lead (B)(6) 2007. (B)(4).

Event description:
It was reported that approximately ten months after implant the patient developed an infection with vegetation. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced several days later. No further patient complications have been reported as a result of this event.